Event description:
The field service representative (fsr) reported during preventative maintenance (pm) of the device, the 30 degree thermostat would not shut off. Since the event was found during pm, there was no patient involvement.

Manufacturer narrative:
This complaint was confirmed. The field service representative replaced the 30 degree c/40 degree c thermostat and returned it for evaluation. The customer's unit is operating to manufacturer's specifications. The returned thermostat was defective. The 30 degree c element activated at 38 degree c. This report is bing submitted to the FDA as a result of a retrospective review of product complaints.